Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump module s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater-cooler displayed multiple error messages during set up and that a burning smell was noticed coming from the e/p pack of the s3 system during priming. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s3 roller pump module s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that a burning smell was noticed coming from the e/p pack of the s3 system during priming. A sorin representative found that the problem was caused by the dc/dc module. He replaced the module and performed a complete functional verification including battery testing without issue. No further issues have been reported. There have been no trends identified. Due to the age of the module, no further investigation was performed on the module. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that a burning smell was coming from the e/p pack of the s3 system during priming. There was no pt involvement.